Event description:
The patient electronic unit was sparking from the extension cable at the back of the pillow. The unit was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.